Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a superflex aspheric 920h iol. The healthcare facility reports that the lens optic broke during implantation.